Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.